Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: while pump 525446 was operated by (B)(6), there were frequent signal-to-noise ratio (snr) deficiencies captured by the imc logs. This was confirmed by the lt logs for this case that showed significantly low snr throughout the case. The pump remained on this console for the entire case despite the placement errors. The console also had low snr on the following case with pump 533917. Device analysis: the console was returned for investigation and the failure mode was reproduced. Running a 5s test on the console, the snr was confirmed to be very low. The charge-coupled device (ccd) array's envelope was shown to not be a smooth envelope without a pump. Root cause: the cause of the placement signal issues was a defective optical bench with low snr. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that placement signal was alarming in aorta falsely and placement signal unreliable alarms occurred. The alarms were muted as placement signal does not affect the pump performance. No patient harm has been reported.